Manufacturer narrative:
Product complaint # ==> (B)(4). Additional information was received and it was reported that the event is not related to the device. Therefore, this medwatch report is being voided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: -relevant patient history/comorbidities? Medical history: copd, hypertension, asthma, anxiety. Surgical history: hysterectomy 1998. Lot number? Mjj657, treatment application form. Where was the surgicel used (on what tissue)? Fat and loose areolar connective tissue. How much surgicel was used during the procedure? ¿1 units¿. What was the drug therapy used for the patient¿s sepsis? Co-amoxiclav 625 mg.

Event description:
It was reported via a clinical trial that a patient underwent a left laparoscopic radical nephrectomy procedure on 6/4/2019 and an absorbable hemostat was used. The patient experienced sepsis from (B)(6) 2019. The patient was treated with co-amoxiclav 625 mg and the event resolved. Additional information was requested.